Event description:
It was reported that burr separation occurred. The 90% stenosed target lesion was located in moderately tortuosity and mildly to moderately calcified the proximal left circumflex artery (lcx). A 1.75mm rotablator plus was selected for the percutaneous coronary intervention (pci) procedure. The rotablator was prepped and platformed at 180000 rpm outside the patient. During advancement, there was no resistance. After ablation successfully completed, the physician noted that the burr became separated from the shaft while the burr was still inside the patient. There was a degree of deceleration and device stall prior to becoming detached. The device was pulled out with the rotawire and the procedure was completed with this device. There were no patient complications and the patient status was stable.

Event description:
It was reported that burr separation occurred. The 90% stenosed target lesion was located in moderately tortuosity and mildly to moderately calcified the proximal left circumflex artery (lcx). A 1.75mm rotablator plus was selected for the percutaneous coronary intervention (pci) procedure. The rotablator was prepped and platformed at 180000 rpm outside the patient. During advancement, there was no resistance. After ablation successfully completed, the physician noted that the burr became separated from the shaft while the burr was still inside the patient. There was a degree of deceleration and device stall prior to becoming detached. The device was pulled out with the rotawire and the procedure was completed with this device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy system. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was received within the rotablator device. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Visual and microscope inspection of the device revealed that the coil was stretched and broken at the point of burr detachment. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then, the functional testing was performed by connecting the rotablator advancer to the rotablator control console system. When the foot pedal was pushed, the advancer was not able to run, so it did not get any speed and a stall error was displayed on the console. The advancer was dismantled for inspection, but no damage or irregularities were identified. Inspection of the remainder of the device, revealed no other damage or irregularities.